Event description:
The system needed to be rebooted 3 times when originally turned on in the morning. Errors were cleared and the patient was placed on the table. After the case began, a flashing light was seen on the screen indicating a problem with disk space availablility. After several cine runs an error appeared indicating "no disk space available", and the physicians were unable to obtain the closing pictures. The staff then made attempts to delete some patients off the system in hopes of clearing the error, thus allowing the physicians to finish the procedure. Shortly after this the machine spontaneously shut off and had to be turned on again in order to remove the patient from the table. Ge was contacted and a service representative was sent out. The power supply was replaced. A follow-up service report has not been received as yet to explain the power supply failure.

Event description:
Ge healthcare (gehc) received a report that, following the completion of a pt procedure, an innova 3100 system shut down inhibiting the removal of the pt from the table. Gehc service representatives performed an onsite investigation. Error logs were reviewed and indicated two system problems: 1) system bootup problems were caused by a defective hardware component (the cpld) in the flat panel detector power supply, and 2) system shutdown problems were found to be caused by the vcim console and a separate dl power supply. The power supply was replaced on 5/19/2005, and the vcim and dl power supplied were replaced on 6/13/2005. After this gehc monitored the site for two weeks with no recurring problems. No additional follow-up was performed on 7/22/2005. The customer confirmed that the system was working and there was no recurrence of uncommanded system shutdown or booting issues.